Event description:
The following was reported to hamilton medical ag: while using this c1 on a patient in pcv+ mode, tf346040, tf346054, tf346041, and tf385002 appeared on the screen and the alarm kept going off. The hospital staff therefore immediately replaced the c1. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During ventilation the ventilator went into safety mode and alarmed with respective tfs. During safety mode, the ventilation is not interrupted but the device must be either re-started or exchanged. The patient could be transferred to a different ventilator in a planned manner and the device alarms consequently about the safety mode. In the present case, the patient was exchanged to another device. Never the less, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a software issue.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: while using this c1 on a patient in pcv+ mode, tf346040, tf346054, tf346041, and tf385002 appeared on the screen and the alarm kept going off. The hospital staff therefore immediately replaced the c1. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: while using this c1 on a patient in pcv+ mode, tf346040, tf346054, tf346041, and tf385002 appeared on the screen and the alarm kept going off. The hospital staff therefore immediately replaced the c1. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.